Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer had a blood glucose level of 600 mg/dl the night before the call. Customer changed the set and found that the cannula was bent. Blood glucose level was 453 mg/dl the morning of the call. Caller stated that the customer may not have received the full bolus that was programmed. No further information was provided.